Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, the right ventricular lead exhibited variable r-waves and variable thresholds. After x-ray testing, the results showed the lead was microdislodged. The patient presented for lead repositioning procedure on (B)(6) 2019. During the procedure, physician attempted to reposition the lead and the lead was retracted, but the helix would not come back out. Tissue was stuck in the tip. The lead was explanted and replaced on (B)(6) 2019. The patient was stable.

Manufacturer narrative:
X-ray date was unknown.

Manufacturer narrative:
Date of event was unknown.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.